Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821, serial/lot #: (B)(6). Multiple fdd/annex a codes were reported. A05 was coded for localizer faulted, bump detector battery fault/return for service, bump detected/accuracy assessment recommended, and storage temperature exceeded. A0709 was coded for camera was not tracking. A1102 was coded for localizer faulted error. The camera was returned for evaluation. Analysis found an electrical failure. The returned position sensor unit (psu) contained scratches on the housing <(>&<)> lenses. A check of the event log showed intermittent firmware incompatibility and intermittent illuminator current low. The psu failed an accuracy test (aak) at .303mm with a passing threshold of .250mm. Codes b01, c02, c08 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the manufacturer representative (rep) was onsite to setup for case and the system was displaying localizer faulted error. The camera was not tracking. During troubleshooting, the rep ran the network device interface (ndi). It displayed a bump detector battery fault/return for service, bump detected/accuracy assessment recommended, and storage temperature exceeded. There was no patient involvement.

Manufacturer narrative:
H3, h6: the system was serviced in the field. A new camera was replaced to resolve. Previously reported codes, b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.